Manufacturer narrative:
Subject device is not available.

Event description:
During the procedure for a internal carotid artery (ica) aneurysm, a microcatheter (subject device) broke inside patient. They removed the device and completed the procedure with another of the same device. The patient condition following procedure was stable. No patient impact was reported. The physician assessed that the event was related to the device.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed; review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. Based on the information available the exact cause for the reported event cannot be determined.

Event description:
During the procedure for a internal carotid artery (ica) aneurysm, a microcatheter (subject device) broke inside patient. They removed the device and completed the procedure with another of the same device. The patient condition following procedure was stable. No patient impact was reported. The physician assessed that the event was related to the device.